Event description:
The customer reported that the system's database crashed after boot up. No patient injury was reported.

Manufacturer narrative:
The ge service representative performed an over the phone investigation with the customer . The database was removed and forced into database recovery. The system was tested and found to be working as intended and put back into service.